Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Based on medical record review, a patient was implanted with port a cath (unknown bard powerport (catalog no: unknown & lot no: unknown). Later approximately after eight years the patient presented to emergency department with pneumonia and an acute onset of right sided chest pain lasting for the last five days. The pain was associated with swelling over the port a cath for the past few days, which had extended up to the right side of the neck. Additionally, the port was not flushing and the patient also had shortness of breath on ambulation and minimal exertion. Blood culture from the same day confirmed micrococcus luteus bacteremia. Further, an ultrasound of the upper chest revealed thrombosis in the right internal jugular vein and chest x ray revealed dense consolidation in the left lower lobe. Subsequently, the port a cath was removed on the next day. The port was palpated and a horizontal incision made over the previous scar. Dissection was carried out using electrocautery to expose the capsule. The port was freed using blunt and cautery dissection, and the catheter sheath was cleared with gauze and a mosquito without difficulty. The port and capsule were removed easily. It was noted that the tip of the port a cath was fractured and could not be removed. The wound was closed. The patient was then transferred to another hospital for fragment removal. However, interventional radiology from that hospital confirmed that there was no foreign body noticed on scans. Further after five days, blood culture was positive for gram positive cocci in clusters. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient was implanted with a port a cath in (B)(6)2011. Approximately sometime later, on (B)(6), 2019, the patient presented with pneumonia and right sided chest pain. Additionally, blood culture analysis on the same day confirmed micrococcus luteus bacteremia. Further, the patient was diagnosed with thrombosis of the right internal jugular vein. It was also noted that the port was not flushing. Subsequently, the port was removed on (B)(6), 2019. Additionally, the tip of the port a cath was fractured and could not be removed. However, the current status of the patient remains unknown.

Event description:
It was reported through the litigation process that a patient was implanted with a port-a-cath in 2011. Approximately sometime later, on (B)(6) 2019, the patient presented with pneumonia and right-sided chest pain. Additionally, blood culture analysis on the same day confirmed micrococcus luteus bacteremia. Further, the patient was diagnosed with thrombosis of the right internal jugular vein. It was also noted that the port was not flushing. Subsequently, the port was removed on (B)(6) 2019. Additionally, the tip of the port-a-cath was fractured and could not be removed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.